Manufacturer narrative:
Conclusion not yet available, pending sample receipt.

Event description:
Customer states: during use on a pt, the pt family confirmed leak from the cuff. Also the 15mm connector was difficult to connect with the circuit (probably a catheter mount). The info provided does not confirm if extubation and recannulation of a replacement tube was performed.